Manufacturer narrative:
H10 h3, h6: the reported 9x30mm biosure regenesorb screw, used in treatment, will not be returned for evaluation. Without the reported product a visual or functional evaluation cannot be performed and the customers complaint cannot be confirmed. From the information provided, the screw was difficult to insert, the tip flattened and cracked when it was removed. An exact root cause cannot be determined with confidence; however, factors that could have contributed to the reported event include: excessive force placed on the screw during insertion. The instruction for use outlines precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. A review of the manufacturing and complaint records was performed for the reported device lot, there were no indications that would suggest that the device did not meet product specifications upon release into distribution. Further investigation is not warranted at this time.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that during a knee surgery the biosure regenesorb 9 x 30mm was difficult to insert, the tip flatten and creaked when it was removed. The device break inside the patient and it was retrieved using tweezers. The procedure was successfully completed without a significant delay using a back-up device. No other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.